Event description:
The customer stated that he got into a car accident after experiencing low blood glucose levels. The paramedics arrived at the scene and treated the customer. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.